Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7229t301, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 16-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidents, which were associated with separate units, involving the same patient. This is the second of three reports. Refer to 8030647-2018-00281 for the first event. Refer to 8030647-2018-00283 for the third event. It was reported that the flex connector came away from the suction catheter during a change of the patient's body position. The flex connector's use was continued without a replacement for another 24 hours. There was no patient injury.

Manufacturer narrative:
Corrected data: lot number, expiration date, device manufacturer date. All information reasonably known as of 17-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).